Manufacturer narrative:
The patient's chronic driveline infection was previously captured under MFR # 2916596-2021-06662. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the was admitted with an acute on chronic driveline infection. Additionally, the patient had urine analysis and was positive for a urinary tract infection (uti), but their urine was not cultured. The patient had their medications changed, and antibiotics were given. Also, upon admission it was discovered that the patient was asymptomatic covid positive. The patient had an incision and drainage done on (B)(6) 2022. The culture from the surgery revealed pseudomonas.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.